Event description:
The pt reported a sudden loss of lock with her device. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the pt's device has been scheduled.